Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat three fistulas off a bypass graft using a lantern delivery microcatheter (lantern), pod coils, and ruby coils. During the procedure, the physician successfully embolized the first two fistulas without issue using the lantern and two pod coils. While attempting to advance another pod coil to the third fistula using the lantern, the physician kinked the lantern near the hub prior to inserting the introducer sheath of the pod coil into the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same pod coil and two ruby coils. There was no report of an adverse effect to the patient.